Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had beep anomaly and unexplained insulin flow block alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes. The device will not be returned for analysis.